Event description:
It was reported that the customer was experiencing numerous no delivery alarms and wanted the insulin pump to be replaced. The customer's blood glucose level at the time of call was unknown. The customer stated that the no delivery alarms persisted even after multiple set changes. Troubleshooting was not possible due to past event. Customer also stated that she was hospitalized on (B)(6) 2014 due to high blood glucose levels and high ketones. The customer's blood glucose level at the time of hospitalization was unknown. Customer had thought that the insulin pump was delivering insulin, but she discovered it was not. Customer stated she was wearing pump at time of hospitalization. Advised customer to discontinue use of pump and revert to back-up plan provided by healthcare provider. Nothing further reported.

Manufacturer narrative:
(B)(4). Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Cracked end cap and debris noted under the display window.